Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device was alarming for a "ventilator inoperative" condition. The ventilator was returned to the manufacturer for evaluation and no "ventilator inoperative" alarms were found in the device's downloaded error log. "Service required" codes were found in the ventilator's downloaded error log. The device's sensor board and internal battery were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.